Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer. The rse provided the customer with a quotation for device evaluation/repair. The customer refused the service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporting institution name: shanghai dongsong international economic import and export trading co., ltd.

Event description:
It was reported the central station alarm does not sound. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.